Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g991u1uesjhzaa. Hardware: sm-g991u1. Cgm sensor type: g7.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a. 240905.015.a2. G991u1uesjhzaa. Hardware: sm-g991u1. Cgm sensor type: g.7.

Event description:
According to the reporter, the patient's blood glucose level rose to 400mg/dl while wearing the pod between 1 and 4 hours. It was confirmed by the reporter that the cannula had inserted into the infusion site. When removed from the infusion site (arm), the pod's cannula was found to be bent. No treatment information was reported.